Manufacturer narrative:
It was reported by the hospital contact that both complaint deltamaxx coils (cdx180835-30/c34367 and cdx180520-30/c37352) got stuck at the middle of the microcatheter (details unknown) when inserted. The microcoil of the 1st complaint deltamaxx (c34367) got unraveled due to the friction. The physician was able to withdraw the 2nd complaint deltamaxx (c37352) without the microcoil getting unravelled. Another deltamaxx (details unknown) was used instead to continue the procedure. The procedure was successfully completed with implanting 11 coils (details unknown) total into the target lesion site without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. There was no unintended detachment of the microcoils observed in the microcatheter. Only one of the complaint products (c37352) will be returned for analysis. No further information is available. The procedure was the tve of davf at the transverse sigmoid sinus. The patient was a male of unknown dob, whose vessels were moderately torturous but not calcified. A chikai (asahi intecc, 0.014¿), a roadmaster (goodman, 7fr), a headway 17 (terumo) were used for this procedure. There were no damages to the microcoil of c37352 after the event. The deltamaxx will not be returned, therefore the root cause of the friction and the coil stretching cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: deltamaxx (cdx18052030/c37352), microcatheter (details unknown), another deltamaxx (details unknown), 11 coils (details unknown), chikai (asahi intecc, 0.014¿), a roadmaster (goodman, 7fr), a headway 17 (terumo) ¿ details unknown.

Event description:
It was reported by the hospital contact that both complaint deltamaxx coils (cdx180835-30/c34367 and cdx180520-30/c37352) got stuck at the middle of the microcatheter (details unknown) when inserted. The microcoil of the 1st complaint deltamaxx (c34367) got unraveled due to the friction. The physician was able to withdraw the 2nd complaint deltamaxx (c37352) without the microcil getting unravelled. Another deltamaxx (details unknown) was used instead to continue the procedure. The procedure was successfully completed with implanting 11 coils (details unknown) total into the target lesion site without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. There was no unintended detachment of the microcoils observed in the microcatheter. Only one of the complaint products (c37352) will be returned for analysis. No further information is available. The procedure was the tve of davf at the transverse sigmoid sinus. The patient was a male of unknown dob, whose vessels were moderately torturous but not calcified. A chikai (asahi intecc, 0.014") a roadmaster (goodman, 7fr), a headway 17 (terumo) were used for this procedure. There were no damages to the microcoil of c37352 after the event.